Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reporter that a patient with a 25mm 7300tfx valve in the mitral valve, underwent a valve-in-valve procedure after an implant duration of 6 years, 8 months due to stenosis. The patient presented at the time of surgery in cardiogenic shock. Per information received: the patient initially presented with heart failure and shortness of breath. The patient had no echo after the initial implant until recently. At that time it was thought there was clot on the valve. The plan was to trial eliquis but she came on a week later in cardiogenic shock. The replacement device is unknown at this time. It was learned that the patient expired a few days after the procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 25mm 7300tfx valve in the mitral valve, underwent explant after an implant duration of 6 years, 8 months due to thrombus causing severe mitral stenosis. The replacement device is a 27mm non-edwards device. It was learned that the patient expired on pod #2. Per information received: the patient prior to admission was recently evaluated for severe stenosis of the valve. At that time, it was thought there was clot on the valve. The plan was to trial eliquis but she came in a week later in cardiogenic shock. The patient presented in extremis, decompensated heart failure and developed progressive cardiogenic shock. The patient had no measurable blood pressure on transport to or, and CPR was being performed. The patient underwent emergent initiation of arterial venous ECMO, redo mvr with a 27mm non-edwards valve and tvr with a non-edwards annuloplasty ring. It is noted the existing 25mm 7300tfx was explanted carefully and there was subacute thrombus on the atrial side of the valve which was debrided. The patient remained in critical condition at the end of the procedure and prognosis was very guarded. The patient's respiratory failure was due to fixed pvr and despite extreme efforts, the patient expired.

Manufacturer narrative:
H11 corrected data: sections h6 health effect - impact code, health effect - clinical code, and device code(s).